Event description:
An out of specification volume discrepancy was reported. At a pump refill, the actual residual volume (8.5 ml) was greater than the expected residual volume (1.8 ml). The pump logs were to be checked on (B)(6) 2013. The patient's symptoms included headaches, increased pain, anxiety, and a "weird feeling." It was further noted that the patient had a "bad fall" on (B)(6) 2012 and another one "about a week before that." All residual volumes prior to (B)(6) 2013 were reported to have been accurate. The medication used within the system was unknown. The patient's outcome as of the date of this report was unknown. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4). "Weird feeling."

Event description:
Additional information revealed the patient had a catheter revision. No further volume discrepancies have occurred.